Event description:
Patient received alarm on pump, curlin 4000 -(B) (4)- of error 10. Followed guidelines by manufacturer, problem did not go away. Pump exchanged for patient. Patient on home tpn infusions. Pump alarmed with error code 10 message. Replaced batteries, no change. Pump exchanged.